Event description:
It was reported that the device was at elective replacement indicator (eri) in less than three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis revealed normal battery depletion and the device meets 80% of expected longevity. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk occurred on (B)(4) 2012 device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=2.632 to 2.618 volts minimum between (B)(4) 2012 and (B)(4) 2012. A patient alert for low battery voltage occurred on (B)(4) 2012 02:15:00.